Manufacturer narrative:
Explanted device has been discarded therefore cannot be returned to manufacturer for identification and investigation. No review of manufacturing records can be performed since product information is unknown. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2025 due to shoulder instability. Previous surgery is unknown as well as complete product information of original assembly. During revision the surgeon removed the original reverse liner and implanted a new retentive liner +6mm (pn 1361.50.820). Surgery was completed as intended. Patient is female, date of birth (B)(6) 1955. The event occurred in the united states.